Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported issue occurs when internal lens, glued at image sensor on distal end, peeled off. Glued lens may have been peeled off by performing autoclave out of recommended conditions (132¿ to 134¿ for 5 minutes), or by external stress from hitting, dropping or contact with trocar while the product was energized. It is also likely, that product was damaged such as scratches on distal end, scratches and chipping on a-rubber glue, they may have affected the event. However, the root cause could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited an adhesive around objective lens was peeled. There was no patient involvement.